Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had high defibrillation thresholds, and was upgraded to a high energy device. The device used displayed a battery status of middle of life 1, and long cahrge time prior to implant. The device was not implanted, and will be returned for analysis. Additional information was received